Event description:
Patient developed postoperative infection 2+ weeks after surgical allograft implantation procedure. Patient had irrigation, and drainage (I & d) and placed on antibiotics.

Manufacturer narrative:
Method: investigation/review of internal records: donor, serological results, medical release, manufacturing, quality asurance/quality control reviews, and processing cultures. Result: manufacturing record/history review indicates graft passed all qa, and manufacturing controls. Preprocessing cultures showed no growth. Sterility (14-day) and destructive oval/tissue cultures negative for aerobic, and anaerobic growth. Donor serology tests negative. Conclusions: biocleanse, the processing method utilizes for implanted graft, is a validated process for sterilizing allograft tissue. The onset of infection weeks after initial procedure is most likely associated with concurrent implantation of hardware. Infection from a source other than allograft tissue is likely.